Event description:
The surgeon had completed the novasure procedure. He went to release the device to remove it from the patient, but the device did not easily release. When it did release it broke. The device was then removed from the patient and at that time there was no apparent injury to the patient.